Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2016. The patient was scheduled for pump replacement on (B)(6) 2016. The representative had no knowledge of what caused the early elective replacement indicator (eri). The pump was to be returned for analysis at the replacement.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported they would look for the pump and send it to the manufacturer for testing. The hcp wanted to know if the pump had been received.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back syndrome ¿ other. The pump contained bupivacaine at a concentration of 40 mg/ml with a dose of 21.12 mg/day; an unknown brand of morphine at a concentration of 7.5 mg/ml with a dose of 3.96 mg/day; and compounded baclofen at a concentration of 315 to 362 mcg/ml with a dose of 168.32 to 191.14 mcg/day. It was reported a premature early replacement indicator (eri) occurred. The eri was confirmed via the event logs on (B)(6) 2016. At the last pump refill, the eri was 13 months and there had been no changes in flow rate with the primary drug. No other anomalies were found in the event logs per the hcp. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump was returned for analysis. Analysis of the pump found high resistance across the battery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the healthcare provider (hcp) on 2017-mar-15. The patient¿s weight was (B)(6) lbs at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.